Manufacturer narrative:
Updated fields: b3, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the suggested reported malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling it was confirmed that instrucztions for maf-dm2, maf-gm2, and maf-tm2 operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the airway mobilescope exhibited the coating peeling off the connecting tube by 1 to 2mm or more. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.